Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a tip damage occurred. The totally occluded target lesion was located in the severely calcified and mildly tortuous right superficial femoral artery. A truepath¿ crossing device was selected for use. During the procedure, the truepath¿ was used together with a non bsc microcatheter. Both devices were advanced together by cross-over in the angiographic catheter. While advancing, the physician noted that the tip ro marker moved forward. The physician tried to remove the device; however, severe resistance was felt so it was pulled together with the non bsc microcatheter as a whole. Similarly, when both devices were pulled out together, severe resistance was also felt. The system was able to be removed by pulling forcefully. The physician also had difficulty removing both devices from each other so both were shipped for investigation. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The control unit, motor housing, working length, tip housing/tip were microscopically examined. The tip is damaged. The tip is jammed into the tip housing. The coil is damaged and pulled away from the shaft at the bond at the distal end of the device. The coil is damaged and pulled away from the shaft at the proximal bond. The damage seen is consistent with damage due to interaction with a microcatheter. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported that a tip damage occurred. The totally occluded target lesion was located in the severely calcified and mildly tortuous right superficial femoral artery. A truepath crossing device was selected for use. During the procedure, the truepath was used together with a non bsc microcatheter. Both devices were advanced together by cross-over in the angiographic catheter. While advancing, the physician noted that the tip ro marker moved forward. The physician tried to remove the device; however, severe resistance was felt so it was pulled together with the non bsc microcatheter as a whole. Similarly, when both devices were pulled out together, severe resistance was also felt. The system was able to be removed by pulling forcefully. The physician also had difficulty removing both devices from each other so both were shipped for investigation. The procedure was completed with another of the same device. No patient complications were reported.